Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was initially predilated with a non-bsc balloon and again dilated with another size non-bsc balloon, however, the balloon ruptured. When attempted to deploy the non-bsc stent, it was unable to cross the target lesion. The non-bsc stent dislodged in the patient's body and the physician successfully retrieved it outside the patient's body. The non-bsc stent was replaced with a 2.5x16mm taxus liberte stent, but was unable to cross the lesion. After it was examined outside the patient's body, a stent damage was noted. The physician successfully completed the procedure with a placement of a non-bsc device and dilated the lesion with a non-bsc balloon. No patient injuries or complications were reported. Patient condition listed as "good."